Event description:
Complainant alleged that during a routine shift check by a clinician, the device was attached to external defibrillator paddles; however, the device detected that internal defibrillator paddles were attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer has indicated that the device will not be returned for evaluation. The customer replaced the device's multi-function cable to resolve the malfunction. The cable was discarded and will not be returned for evaluation.